Manufacturer narrative:
(B)(4). DHR is pending. Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4).

Event description:
Device #2 of 2: reference MFR report: 1627487-29016-04900. It was reported the patient underwent surgical intervention on (B)(6) 2016 to explant the lead and ipg due to infection.